Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device would not interrogate. The device failed in the box. There was no patient involvement. No patient complications were reported as a result of this event.